Manufacturer narrative:
It was reported that the patient had a cholecystectomy on (B)(6) 2013 due to abdominal pain nausea and fever. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy on (B)(6) 2013 and a morcellex laparoscopic power morcellator was utilized for tissue removal. Postoperatively, pathology studies of tissue removed during the procedure revealed previously undiagnosed endometrial adenocarcinoma. It was reported that the patient had additional invasive, debilitating and damaging treatment and has resulted physical injury. No additional information was provided.